Event description:
The user facility reported that the blood leak alarm on the dialysis machine sounded just after initiation of the dialysis treatment. Although there was no visible blood in the dialysate side, test results using diascreen strips wree positive. Therefore, the unit was changed out and discarded. The blood in the circuit was not returned to the pt. The dialysis treatment was completed using another dialyzer and there were no pt complications reported.